Event description:
A cartridge change error was reported with the pump. There was no reported impact to the customer¿s blood glucose level. The customer received instructions from technical support to inspect and clean the pump, remove an o-ring from the pneumatic tap, and successfully reload the cartridge. The process was completed, and insulin delivery was resumed.